Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cm01 serial number: unknown. Img code for product ID: nim4cm01 is g02030. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre op the device did not connect to the nim vital console with the following error message on the screen of the nim vital: error detected in patient interface. Attempt to correct the error. If the problem persists, contact technical support. The sales representative restarted the console and the patient interface (hard reset) with the on/off button, but it did not solve the issue. The procedure was completed using back up device. The patient interface was tested with another console and issue could not be reproduced. There was no patient involved.

Manufacturer narrative:
H3: analysis found that the device has been received in good condition, no deviations have been found. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.